Manufacturer narrative:
Device received with cracked battery tube threads and stripped battery cap coin slot noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened (no creased) dome switch on esc, act and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that esc button was harder to press. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack near battery compartment, battery cap was worn and harder to open the cap. Insulin pump will not be returned for analysis.